Event description:
On (B)(6) 2009, the patient reported that starting about a month ago, she noticed the locking mechanism of her insulin infusion set insertion device is no longer working. She is following the proper procedure for inserting the infusion set. She said the insertion device will release the infusion set prior to her unlocking the device. She stated the infusion set has shot across the room on a few occasions. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.